Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 18:54:20 drain volume of 3640 ml during cycle 4. The fill volume is 2000 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed in the device logs, but was not duplicated during the pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of te iipv found in the log was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow /no flow occurred above the minimum drain volume threshold. The device was determined to meet specification for the iipv identified in the logs. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.